Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the two (2) attempts of placement of the afx sheath, dissection/perforation of the external iliac in the region close to access/per-close device had occurred. The bifurcated stent graft was not implanted. The physician attempted to repair the tear by cutting down to site in iliac; however the patient expired. The physician stated that the sheath did not cause this event however medical records/images will be requested to determine the exact cause of this event.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event / incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intra-operative perforation of left external iliac event is confirmed. This is consistent with the reported adverse event / incident. The procedure related harms for this event is the reported death. The most likely causation for the intraoperative perforation of the left external iliac artery and death was procedure related due to the placement of the non-endologix stent and multiple attempts of ballooning. This case was off label due to the absence of an aortic aneurysm, concomitant product use, and the widest diameter of the aorta being 1.7cm the IFU states aorta diameter needs to be more than 5cm. The final patient status was reported as expired. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: awareness date. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.